Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive, and the buttons do not have normal spring back. There was evidence of corrosion found under all key contacts. Evaluation confirmed that the keypad is torn over the up arrow and down arrow keypad buttons, exposing the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.